Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed (B)(4) 2015.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device implanted device remains.

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2015; not (B)(6) 2015, as previously reported. Correction: the correct date returned to manufacturer is (B)(4) 2015; not (B)(4) 2015, as previously reported. The patient was reimplanted with a new device on (B)(6) 2015. This report is filed (B)(6) 2015.